Event description:
When sterile gloves were opened it was noted that there was a spot on one of the gloves. The spot is near the tip of the left hand ring finger pad. It is almost 0.5 mm in length and is a rusty red color. Although extremely tiny, it almost appears to be 5 letters or symbols, possibly "at...". The packaging was intact; no unusual discoloration, etc. The gloves are stored in the warehouse and clean supply rooms. All meet criteria for heat/humidity of clean or sterile items.======================manufacturer response for sterile gloves, protexis sterile polyisoprene powder-free surgical gloves (per site reporter).======================have not heard back from them yet.